Manufacturer narrative:
There was no motor error alarm during rewind due to corroded motor home switch. Unable to perform functional check including rewind and basic occlusion, occlusion, prime and excessive no delivery, displacement, self, restart test and all operating current measurement due to constant motor error alarm. Moisture damage was found on electronic assembly. Pump received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump battery compartment is damaged. Customer's blood glucose was unknown at the time of incident. No further details given.